Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. Customer¿s blood glucose was high 291 mg/dl. The insulin pump had low battery alert. Troubleshooting was not performed for high and low blood glucose and performed for low battery alarm. The insulin pump will be returned for analysis.